Event description:
During surgery, it was found that the d liner was cracked.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records indicates the lot was manufactured and accepted into final stock on 24-july-13. There have been no other events for the lot referenced. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, it was found that the d liner was cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.